Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, ondansetron solution was not dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, ondansetron solution was not dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ondansetron oral solution (4 mg/5 ml) was not available for dispensing in pyxis for emergency room orders. A technical support specialist shared the timeline and key points of the issue. The pharmacy supervisor responded after returning from paid time off (pto) and informed bd that the station is located in the emergency room (ER), making a fixed downtime window unavailable. The supervisor requested recommended timeframes and an estimated investigation duration and reported a pharmacy notification indicating that medication was unavailable in pyxis, possibly due to pathway or user related issues. A nursing workaround using count inventory was identified as unsafe. Bd technical support shared their findings via an excel file and confirmed readiness to close the case if resolved. The system functioned as intended after the technical support specialist assessed the device.